Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was in a slow ventricular tachycardia (vt) that was misdiagnosed by the implantable cardioverter defibrillator (ICD) as a supraventricular tachycardia (svt). The vt landed in the device's monitoring zone so no therapy was withheld due to this. Programming changes were made to address this issue. No patient consequences were reported.